Event description:
It was reported, the customer had cosmetic damage to their insulin pump. The customer stated there was cracks on their reservoir compartment and screen. It was also found there was a chunk missing from the rim of the reservoir and only one side of the tubing connector was locking into place. The customer was unsure how the damage had occurred. Customer also stated they did not drop or bump their insulin pump. The customer's blood glucose was 364 mg/dl. Customer treated their blood glucose with a manual injection. The customer declined to troubleshoot for their high blood glucose. Customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched display window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.